Event description:
On mar 19 2008 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra mini meter was giving the error 4 error message. The pt's telephone number was not provided, so the sr. Medical affairs specialist was unable to contact her to obtain and verify info. The smas sent a letter requesting the pt contact medical affairs. Since 2008 the pt obtained the error 4 message on the reported meter; she did not obtain a blood glucose reading. In 2008, the pt experienced the symptoms of hot flashes and seizures. The pt administered self-care by taking an increased dose, 10 units, of unspecified insulin. On the same day, at 10:00 am the pt's blood glucose level was tested by a physician to be 289 mg/dl and 299 mg/dl. The pt was treated with 30 units of unspecified insulin. The customer care advocate determined during the troubleshooting telephone call that the pt's testing technique was correct, the test strips were in good condition, and the testing room temperature was within specifications. The meter, test strips and control solution were replaced. The pt claimed she was unable to obtain a blood glucose reading due to the error 4 error message on the meter and later experienced symptoms, and received treatment with insulin from her physician after her blood glucose level was tested to be 299 mg/dl. The pt's insulin regimen and previous meter readings are unk. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.